Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc) and the distal set up joint (suj) but the error persisted. The fse replaced proximal suj to resolve the issue. The system was tested and verified as ready for use. Isi did receive the ccc to perform failure analysis. Failure analysis (fa) confirmed the reported error upon reviewing error logs; however, fa could not reproduce the reported issue. A review of error logs also indicated that the failure persisted despite a replacement of the ccc. Upon visual inspection, no issues were found that would be related to the reported event. The ccc was installed onto an in-house system where the component functioned as expected. The fiber optic light levels on the ccc were inspected, and all values were within expectation. Ten power cycles were performed, the ccc left in an in-house system to idle for 81 hours with no issues found. Intuitive surgical, inc. (Isi) has received the distal suj and proximal suj to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported during system check that error message 22028 was observed on the universal surgical manipulator (usm) 3. There was no patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the inner distal suj involved with this complaint and completed the device evaluation. Failure analysis could not confirm nor replicate the reported complaint. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system where it functioned within specification. The unit passed all relevant tests with no log errors. Intuitive surgical, inc. (Isi) received the inner proximal suj involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported issue. Upon logs review, error 22028 was found indicating persistent post-test failures. In addition, error 23007 was found indicating high command velocity during wiggle test on the suj vertical thus confirming that the faults occurred in the field. The unit was installed on a golden system in normal mode where it triggered error 22028 at startup and in the logs along with errors 23007 and 26015 thus replicating the reported event. The unit passed all relevant tests with no log error when it was tested on patient side cart (psc) fixture test platform (pftp). Upon visual inspection, there was sticky residue and burnt smell on the suj brake pad. The probable root cause is attributed to a defective vertical brake assembly of the inner proximal suj. It can be resolved by replacing the inner proximal suj.